Manufacturer narrative:
This device involved in this event has been returned for evaluation. Based on the evaluation of the device, the complaint is confirmed as the device is stretched and detached from the delivery pusher. However, the entire device was present, no portion was fractured. It can't be determined definitively why the coil did not position desirable, however it was indicated the coil mass was tight. This may have been a factor. Reference mvi: (B)(4).

Event description:
It was reported from the UK during the embolization treatment of an aneurysm, the coil was positioned partially within the coil mass however, in a undesirable position. Upon withdrawal, the coil appeared to stretch. At this time, the microcatheter came out of the aneurysm. The catheter was then placed back in the aneurysm. An attempt was made to push the stretched portion back in the aneurysm, however resistance was encountered. It was decided to remove the device. The device was withdrawn. Visually it was observed that the coil had broken from the delivery pusher. It was reported that it may have been caught in the mass as it was withdrawn and broke. No harm or injury was reported. The patient was reported to be fine.